Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2021 at 5:00pm the customer received a blood glucose result of 500 mg/dl and alleged the pump did not deliver insulin. On (B)(6) 2021 the customer went to the hospital. The blood glucose results obtained at the hospital were not provided. The customer was able to self treat with an insulin pen, however she was admitted into the hospital and under observation for 3 days. No medical treatment was received.